Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was to be implanted with a neurostimulator. It was reported that the hcp tried to implant a spinal cord stimulation system but was unsuccessful. The hcp could not advance the lead past the ninth thoracic vertebra (t9) and also got two wet taps. It was noted that the patient¿s age and anatomy was probably a factor. The hcp tried to move up a vertebra and to the other side but was still unsuccessful. The hcp tried to do a blood patch but the certified registered nurse anesthetist could not get blood from the patient. The issue was considered resolved as of (B)(6) 2017. It was noted that it was not a product issue but the lead was the only product used during this event. The hcp could not get the lead in place and was to recommend for a laminectomy. The lead was discarded. No surgical intervention occurred or was planned. The issue occurred during a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.